Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device noted a discolored adhesive on both the distal end and the insertion tube; also cracks and gap was noted on the bottom ends of the distal end glue. In addition, the distal end was inspected under the microscope and noted a deep dent and scratch on the edge of the distal end cover. The adhesive on the lenses were discolored and one of the light guide lens was chipped. There were no sharp edges noted on the distal end. There was a cracked glue noted on the insertion tube. The scope passed leak test. The cause of the reported event is mostly likely related to the mishandling. The device will be serviced and returned to the facility. The instructions for use warns users: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do no bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts or the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the patient's bowel was perforated. The colonoscopy was noted to have sharp edges at the distal end. The procedure was aborted. The patient was transferred to another hospital and the physician stitched the perforation using special kind of staples. No further patient complications were reported and the patient was doing fine.